Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were egms of auto mode switch containing what seemed to be a single loss of ventricular capture in each. The patient was asymptomatic during these episodes and will be followed as required.